Event description:
This event was part of the durability post approval study (dpas): the protege everflex stent was deployed in severe stenosis located in the distal right sfa in (B)(6) 2013. After review of the 1 year x-ray films the subject was found to have a stent fracture. An ultrasound was completed and it was confirmed that the fracture is not flow limiting.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Procedure notes review: procedure notes from the index procedure were provided. No complications during the procedure were reported. Cine image review: a cd which included images of the stent was received for review. The images were analyzed and were unable to identify a fracture on any portion of the stent. It appears there is an offset of the stent at the medial-distal portion of the stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.